Manufacturer narrative:
This report is submitted on 10 march 2020.

Event description:
Per the patient's surgeon, the patient experienced infection and was treated with IV antibiotics, however the issue could not be resolved. The device was explanted on (B)(6) 2020 and the patient was re-implanted with a new device during the same surgery.